Event description:
Med el sonnet2 top of the processor automatically dislodged from the main external unit which very much can cause a child to swallow and choke on parts and processor stop working. The sonnet 2 processor was returned to med el north america headquarters durham, nc.